Event description:
During patient use on the evening of (B)(6) 2024, the thermogard console (sn (B)(6) displayed a tcmid:06 (ce post failure) error message. The issue was resolved when the console was rebooted, and the customer continued using the console for therapy. However, on (B)(6) 2024, the tcmid:06 error recurred. The console was replaced with a loaner console to continue and complete the treatment. No patient injury was reported.

Manufacturer narrative:
The thermogard console in the complaint was returned to zoll on 23 june 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
The reported complaint that the thermogard console (sn tgxp12811) displayed a tcmid:06 (ce post failure) error message was confirmed in the system's event log data but not during functional testing. The thermogard system functioned as intended. The system's event log data showed the tcmid:06 (ce post failure) error message, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing without issues or faults. The thermogard system was continuously tested for at least 10 days, and the connection of cables was checked. No issue was found, and the reported tcmid:06 error was not replicated. Following service, the thermogard system passed all testing criteria.